Event description:
The physician endoscopically placed a feeding tube on february 5, 1997. It was noted the pt was unable to feed through the tube due to an occlusion. The pt returned to the hospital the following day for replacement of the feeding tube. The pt was reported to be in satisfactory condition.